Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the reported issue. Physio found the device would perform a warm reboot when the shock button was pressed. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off while attempting to deliver shock. This issue is patient related; however there was no adverse event reported.